Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found a leak caused by a hole in the portion of the soft cannula enclosed in the housing. The downloaded data returned an 0x3d alarm, indicating that the step sensor was actuated before the sma wire was drive. This short in the step sensor was caused by the fluid in the device. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a manual injection of insulin was delivered and a new pod was applied. First bg level morning: 211 bg; second bg level 2 hours later: 270 bg; third bg level a hour or two later: 311 bg; last bg level he read: 360 bg.